Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative, the catheter malfunctioned within hours of being installed. When it tried to dialyze, it did not give a good flow of blood. It was also stated that there was an obstruction on the product. There was occlusion due to thrombosis and the tube of the catheter was the part that was occluded. Flushing was performed without problem prior to insertion. The catheter was not repaired. There was no excessive force use on the device. There was no leak, and there was no issue with the luer adapter. The insertion site was treated with prior to product placement. Alcohol was used as cleaning agent on the device. Tego was not utilized. There was no unusual observe on the device prior to use. There were no defects/damages found on the product where the issue was observed and there were no other products being utilized with the device. The catheter had only been in place not more than 2 days. Subsequently, it was changed for another of our catheters of the same size, and it malfunctioned just the same. Finally, they placed and changed the product to a competitive catheter as the remedial action and as the intervention/treatment required as the result of the event and then it worked well. There was no blood loss and no blood transfusion performed. There was no medical or surgical intervention needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. There was no reported patient injury.

Event description:
According to the reporter, postoperative, the catheter malfunctioned within hours of being installed. When it tried to dialyze, it did not give a good flow of blood. It was also stated that there was an obstruction on the product. There was occlusion due to thrombosis and the tube of the catheter was the part that was occluded. Flushing was performed without problem prior to insertion. There was no excessive force use on the device. There was a leak, and there was no issue with the luer adapter. The insertion site was treated with prior to product placement. Alcohol was used as cleaning agent on the device. Tego was not utilized. There was no unusual observe on the device prior to use. There were no defects/damages found on the product where the issue was observed and there were no other products being utilized with the device. The catheter had only been in place not more than 2 days. Subsequently, it was changed for another of our catheters of the same size, and it malfunctioned just the same. Finally, they placed a competitive catheter, and the catheter was changed as the remedial action and as the intervention/treatment required as the result of the event. There was no blood loss and no blood transfusion performed. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.